Event description:
It was reported that the user experienced a low of 41 mg/dl glucose episode while using the ilet system, with a cgm reading in the 50s followed by oral glucose tablets, subsequent bgm confirmation in the 70s, and manual entry of the bgm value into the ilet, after which glucose rose into the 80s. Symptoms included hypoglycemia with shaking/tremors and fatigue. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, analysis of the information provided, and troubleshooting education. Investigation of this case revealed no findings available and insufficient information to establish a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.